Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Method codes: device not returned (4114). Insufficient information available (4119). Investigation ¿ evaluation. It should be noted this was not a cook study so the manufacturers and implanters involved with this study are not known. It is not known for certain if a cook product is involved. There are no lot numbers or rpn numbers available for review. There is no specific patient information, medical procedure, or surgical report information. Based on the search performed for the devices sold in japan, low profile devices (zimb, zalb, zisl) were ruled out. This investigation focuses on the 29 type iii/IV endoleak cases reported in the study. It was reported that the patients in the study had pre-existing conditions of hypertension, antiplatelet therapy, and anticoagulation therapy. Since it is reported that the endoleak resolved by itself, the possible graft tear/increased porosity (type IV endoleak) was not confirmed, as the endoleak cannot resolve by itself. Based on the previous complaints received on type iiib endoleaks, possible causes for a type 3b endoleak are suture elongation, aggressive anticoagulation, aggressive ballooning and calcification in the fabric. Aggressive anticoagulation can lead to this type of endoleak by thinning the blood enough to allow a leak to occur through a correct sized suture hole, but this usually resolves after a period of time as the anticoagulation effects wear off. If the graft material comes into contact with calcified regions in the vessel wall, the resulting friction from the pulsatile blood flow may provoke a hole in the graft fabric. Aggressive ballooning outside of recommended inflation diameter/ volume could potentially cause enough force to break a suture in the graft or tear the graft material held by a suture. Since the endoleak was resolved in 30 days, the endoleak observed during the initial procedure could be due to aggressive anticoagulation, which resolved with time. Endoleaks and claudication are known inherent risks of the abdominal aortic aneurysm devices.

Event description:
No new information has been received since the last report was submitted.

Manufacturer narrative:
(B)(4). Device: no device information was reported. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
Information obtained from an internal source has documented a multi-site study from (B)(6) outlining data from 65 patients (57 male, 8 female) with an average age of 57 from april 2017-november 2017. All patients underwent aaa procedures. Operative time range in minutes was noted as being 188.5+-62.7 min, bleeding time (ml) noted as 189.1+-235.3 ml. The data gathered shows complications incurred during these procedures and follow up data 30 days post-operatively. Procedures performed were utilized to correct: ciaa (40 patients), iiaaa (10 patients), inadequate cia (15 patients). Intraoperative notes listed: five (5) patients required a blood transfusion, two (2) patients experienced either type 1 or 3 endoleaks, twenty-eight (28) patients had type 4 endoleaks, five (5) patients were listed as experiencing intraoperative complications, and nineteen (19) patients needed intraoperative additional treatments. Intraoperative complications include unintentional renal artery coverage, two (2) unintentional hypogastric artery coverage and distal (eia) dissection. Intraoperative additional treatments include two (2) proximal aortic cuff extension, one (1) renal artery stenting, six (6) eia predilation, and eleven (11) bare metal stent placements. One month follow up data results include: two (2) perioperative major adverse events, two (2) requiring additional re-interventions, one (1) type 1/3 endoleak, and eighteen (18) incidents of buttock claudication. Perioperative major adverse events are left renal artery thrombus and left spiral z thrombus and stenosis. Additional reinterventions are left renal artery stenting and left bare metal stent placement in the graft. Additional information has been requested regarding details of the referenced implant procedures, device identifications, and details of the listed adverse events has been requested but not received. There is no information currently available to indicate product malfunctions.

Event description:
There has been no new information received since the last report was submitted.

Manufacturer narrative:
Investigation ¿ evaluation: it should be noted this was not a cook study so the manufacturers and implanters involved with this study are not known. It is not known for certain if a cook product is involved. There are no lot numbers or rpn numbers available for review. There is no specific patient information, medical procedure, or surgical report information. Based on the search performed for the devices sold in (B)(4), low profile devices (zimb, zalb, zisl) were ruled out. This investigation focuses on the type I endoleaks, intraoperative distal (eia) dissection, intraoperative renal artery coverage, and intraoperative hypogastric coverage cases reported in the study. It was reported that the patients in the study had pre-existing conditions of hypertension, antiplatelet therapy, and anticoagulation therapy. The possible root causes for a type I endoleak could be due to inappropriate sizing, inappropriate deployment procedure followed (deployment of the suprarenal stent in the infrarenal abdominal aorta rather than in suprarenal abdominal aorta), patient¿s anatomical conditions, disease progression (aneurysm neck expansion, increase in the aneurysm diameter) leading to iliac dilation or inappropriate sizing. Since the operative details indicated that there were 2 type I/iii endoleaks observed and one-month follow-up details there was one type I/iii endoleak and per the additional information provided below the table iii section c, type 3 endoleak suspicious on CT scan. Need further validation. It is clear that the endoleak observed during one-month follow-up was a type iii endoleak ((B)(4)). Therefore, type I endoleak is not confirmed. It is possible that the endoleak would have resolved once the seal was developed. A quality engineer risk assessment was conducted to assess the risk of this failure mode and concluded a change is not required, thus no risk reduction activities are required at this time. Possible causes for vessel dissection include, inappropriate device selection, patient anatomy (tortuosity/calcification), failure to follow instructions or could be device related. However, based on the information provided, the cause for external iliac artery dissection could not be established. A quality engineer risk assessment was conducted to assess the risk of this failure mode and concluded a change is not required, thus no risk reduction activities are required at this time. Renal artery occlusion can occur either due to deployment difficulties during the procedure, inappropriate device placement or selection, device migration and patient¿s anatomy (calcification/thrombus). However, based on the information provided in the study, a definitive root cause for the reported type I endoleaks cannot be determined. A quality engineer risk assessment was conducted to assess the risk of this failure mode and concluded a change is not required, thus no risk reduction activities are required at this time. Possible causes for a hypogastric artery coverage during the procedure could be due to migration of the device, inappropriate device placement, inadequate seal, inappropriate device selection and patient¿s anatomical conditions like tortuosity/angulated vessel. Based on the information provided in the study, a definitive root cause cannot be determined. A quality engineer risk assessment was conducted to assess the risk of this failure mode and concluded a change is not required, thus no risk reduction activities are required at this time. Possible causes for occlusion could be iliac tortuosity, graft compression, change in the vessel diameter due to inappropriate ballooning, repetitive stenosis, narrow inner iliac lumen, vessel damage/rough surfaces and patients pre-existing conditions like occlusive disease/calcification causing a narrow lumen. Tortuosity, compression and pulsation can create shear forces within the leg that stimulate thrombus growth. Measures have been initiated for zenith devices (zisl and zsle) where occlusions, kinks and lumen obstructions have been reported. Based on the information provided, a cause could not be established. Cook medical has notified the appropriate personnel and will continue to monitor via the complaints database for similar complaints.